Manufacturer narrative:
Additional information: section d4 - expiration date. Section d9 - 9. Date returned to manufacturer, device returned to manufacturer. Section g3 - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h11 - manufacturer narrative. A saluda lead and a non-saluda anchor were returned to saluda. Visual inspection of the lead identified deformation and multiple wire breakages at the anchor site. Disconnected electrodes were observed during the functional testing of the lead. The root cause of the damage to the lead and the lead migration could not be definitively determined. The cls remains implanted. The root cause of the pain at cls implant site could not be definitively determined; however, it may be associated with the patient's significant weight loss. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include temporary or persistent post-surgical pain at hardware implantation site and the patient may require surgery (including revision, explant, and replacement) as a result."

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a change in stimulation and pain at the evoke closed loop stimulator (cls) implant site. It was noted that patient had undergone significant weight loss. An x-ray was performed and a lead migration was identified. An impedance check revealed disconnected electrodes. Reprogramming was performed and therapy was restored. A revision procedure was performed to reposition the cls and replace the lead and anchor to resolve the reported event.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted. Additional implanted device: product description: evoke closed loop stimulator. Model # : 102902. Catalog#: 1042. Serial/lot #: (B)(6). UDI#: (B)(4).